Manufacturer narrative:
The returned device was evaluated and found to have a damaged lcd screen. The pdm's display had a black area through the bottom of the screen and a crack through the middle of the screen. Using a pdm with a damaged lcd screen could impair the user's ability to properly monitor bg level and deliver boluses and may lead to hypoglycemia as reported in this complaint. The omnispod's user guide informs users that the "pdm is built to withstand reasonable amounts of abuse, but shock or severe impact can damage it. If you drop the pdm or if it is otherwise subjected to severe impact: inspect the outside of the pdm for visible signs of damage, press and hold the power button to see whether the pdm turns on and whether the lcd screen is damaged..." The user guide cautions users to keep an emergency kit with extra supplies. Also, users are advised to check their blood glucose routinely so they "can identify and treat high or low blood glucose before it becomes a problem." The user guide suggests checking blood glucose at a minimum of 4 to 6 times each day. Insulet has conducted an internal investigation concerning damaged lcd screens. This investigation led to increasing the lens thickness to improve lens impact resistance. This complaint pertains to lot l12233 which was manufactured prior to the design modification. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer's mother reported that the "pdm screen had blotches on it." As a result, her son ended up in the hospital with a bg level of 30 mg/dl as he "was not able to see how many units he was entering on his pdm" and he gave himself too much insulin. The customer returned home the same day and is "wearing the same pod" and is "feeling well." The device will be returned for evaluation.